Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent to treat a severely tortuous, severely calcified lesion with 80% stenosis in the proximal obtuse marginal. Extreme tortuosity and calcification is reported in relation to patient anatomy. The lesion was not pre-dilated. The physician did not feel he needed to pre-dilate the lesion as the pre-dil balloon passed the lesion with no difficulty. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues. Negative prep was performed with no issues. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It is reported that stent dislodgement occurred during delivery of the device at the lesion. When the physician attempted to pass the stent delivery system (sds) through the calcified proximal lesion, the stent was stripped from the stent delivery system. The physician attempted to pull it back with a smaller balloon but the balloon would not pass. An attempt to snare was also made but this was unsuccessful. The device was crushed into the proximal lesion wall with a non-medtronic stent. Patient is alive with no injury.